Event description:
The facility initially reported that the dose output was off by approximately 40%. The machine is serviced by the facility's in-house service engineer and a 3rd party service group. It is not clear if departmental quality output checks were performed by the facility after initial third part service intervention was completed or if any patients were mistreated as a result of the dose output change. After 2 days of unsuccessful troubleshooting, our service group was called to help and discovered a defective dose chamber assembly (corrosion) that was installed recently by the third part service group. It was also discovered that the calibration values (interlock window, beam & dose parameters) were significantly different from the original values. The calibration values can only be accessed and changed by an authorized service personnel requiring a key and a password. After the defective parts were replaced, the calibration values were re-adjusted and the interlock function was tested by our service engineer. It was confirmed that the interlocks operated according to specifications and the dose output was restored and verified by the facility physicist. It was concluded that the incorrect calibration values prevented the system from interlocking because the "interlock window" level was incorrect. The investigation is currently on going.

Manufacturer narrative:
Investigation is on going, and the final evaluation results have not been completed.